Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to psychological issue and hears strange voices without stimulation. It is unknown if there are plans reimplant the patient with another cochlear device as of the date of this report.